Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
Guidewire not advancing, when attempting to advance you can see the wire is twisted several times around the needle.